Event description:
Pursuant to information received from the physician, the patient was implanted with a siltex becker 50 on 01/27/97. Subsequently, it was noted that the patient experienced an infection in her left breast and the prosthesis was removed on 03/07/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cf803.